Manufacturer narrative:
As reported damage was noted to the 3dmax mid mesh during use. Evaluation of the returned sample finds multiple small cracks in the edge seal of the mesh. The condition of the mesh is consistent with that of a mesh that had been rolled or folded and attempted to be implanted. Based on the sample condition, the likely root cause is the edge seal was inadvertently damaged/ torn during attempted use. No manufacturing anomalies were found. Review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp laparoscopic surgery the 3dmax mid mesh was inserted using a trocar, during insertion it was noted that the mesh was damaged and was removed. There was no patient harm or injury.